Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 600 mg/dl. The customer explained that the high blood glucose was caused by issues with the infusion sets over a period of two months. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer stated that his high blood glucose issues would be resolved by an infusion set change. The customer also mentioned that sensors were not sticking and that would not stay in. The customer did not return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.